Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 2 on the homechoice machine(hc). The home patient(hp) stated there is a line on the front of the hc that she doesn't use and the clamp is open. The technical service representative(tsr) assisted the home patient(hp) to cycle power. System error 2367 alarm occurred. The tsr assisted the hp to cycle power again to clear the alarms. The tsr advised the hp that the clamps on the unused lines should always be closed. The tsr advised the hp to setup with new supplies. The home patient(hp) was contacted on (B)(6) 2011. The hp stated, she has had this alarm in the past, but it has been her fault. The hp stated, she did not develop any adverse reactions or need any medical intervention. The hp stated she is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a system error (se) 2240 (air in set) was confirmed. The root cause was identified to be use error from the patient leaving the clamp on an unused supply line open. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.